Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-35 lead, implanted: (B)(6) 1999.

Event description:
It was reported the lead had high thresholds. The lead was capped. It was further reported the replacement lead was unable to obtain good thresholds after three different positions were tried. The lead was removed,discarded by the hospital and replaced. No patient complications have been reported as a result of this event.